Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 425 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer called back to advise that supplies were not thrown away as previously stated. Customer was not able to troubleshoot, therefore, was unable to determine cause of no delivery. Supplies would be replaced.